Event description:
Hcp reported on device return form that patient's pump was explanted due to "pocket infection." Follow up investigation provided that the pt had developed fever, redness, swelling, drainage and incisional wound opening of the device pocket. The date of onset of the event was not provided. The wound was cultured and the results were candida albicans. The pt was treated with IV antibiotics and explant of the device system. The condition was reported to be resolved.